Event description:
The customer reported that the system would display a communication error message and lock-up there is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board and backplane were replaced. The system was then found to be operating as intended.